Manufacturer narrative:
Pump was received with intermittent up and down button response due to corroded up and down keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.